Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error alarm on the insulin pump. Customer stated that she went to bolus and the buttons on the insulin pump were frozen. Customer's current blood glucose reading is 232 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump received with button error alarm due to moisture damage to keypad traces. No frozen screen noted. The insulin pump received with cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.